Manufacturer narrative:
Concomitant medical products: model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2015; model: 419588, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead developed a lead fracture of the pace/sense portion of the lead. Noise was seen on the lead causing pacing inhibition and leading to asystole and syncope. Reprogramming was completed and eventually the lead was extracted and replaced. No further patient complications have been reported as a result of this event.